Event description:
When the nurse was turning and repositioning the patient there was stool under the patient. The nurse noted a tear in the tubing near the insertion site. A new product was used to replace this defective stool management system without any problem.